Event description:
Impedance reading >4000 ohms was reported on all or some of the bipolar pairs. The amplitude was increased to 2.5 volts. Impedances were normal. The patient had an MRI by protocol. No x-ray was taken. No further reprogramming or troubleshooting was performed. No patient injury was reported.